Event description:
The customer initially called reporting their meter displayed an error 4 message and that they had noticed the unit of measure had changed. The customer's adc meter is one in which the uom could be changed. The meter was received for evaluation and, during the course of investigation, the meter was discovered to be experiencing the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the, fa16may2006 letter.